Manufacturer narrative:
Complaint evaluation: the customer cancelled the quote for having the device diagnostically reviewed. Customer resolution and conclusion: the customer cancelled the quote for having the device diagnostically reviewed. The customer can call back in for servicing if they so desire. No further actions at this time.

Manufacturer narrative:
Updated reason for late justification section.

Event description:
It was reported to philips that the monitor does not detect the module. There was no patient involvement.